Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009 ,the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultrasoft lancing device had a sample collection issue, where the threads were stripped or damaged. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient tests her blood glucose 5 times a day. She manages her diabetes via 10 units of humalog insulin at night on a set-amount and 6 units of insulin (unknown type) on a sliding scale after every meal. The patient indicated that the reported issue began on the event date, at 11pm. During that time, the patient reportedly noted that the lancing device was broken. The patient reportedly could not test the blood glucose due to the reported issue. As a result of the reported issue, the patient reportedly took usual dose of diabetic medication (10 units of humalog insulin at night). Approximately, 10 minutes after the reported issue, the patient reportedly experienced symptoms of "nervousness and shakiness". The patient was not testes on any other meter and did not receive/require any treatment. The patient's lancing device was replaced. Based on the provided information, this complaint is being reported since the patient reportedly experienced symptoms, which could be suggestive of a hypoglycemic episode after the reported issue began.